Event description:
Heartmate 3 left ventricular assist device (lvad) patient presents as a recent transfer of care from another lvad center, with (B)(6) and proteus driveline infection requiring surgical incision and drainage (I&d), vacuum dressing and IV antibiotics. Following IV antibiotic course, patient will require chronic oral antibiotic suppression.